Event description:
It was reported that the 9600+ system displays precharge errors. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack. The system was tested and found to be working as intended and placed back into service.